Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic for follow up and device interrogation indicated that the patient had one vt episode that fell in the vf zone for which the patient received a successful shock. A decrease in r-wave, a slight increase in hv lead impedance and high capture threshold were observed. X-ray revealed lead dislodgement. On (B) (6) 2010, the patient underwent a successful lead repositioning procedure.